Event description:
It was reported that a patient experienced a myocardial infarction (mi) coincident with peritoneal dialysis therapy. The cause of the mi is unknown. It is unknown if the patient was connected to their homechoice device at the time of the mi. On the same day, the patient was hospitalized for this event. Treatment for this event is unknown. Peritoneal dialysis therapy was ongoing. It is unknown if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.